Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in six pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion breaching all the lumens in between the shock coils. The coating of both ring electrode cables were also abraded. The cause of insulation abrasion was due to procedural damage to the optim sheath.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable.